Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube was worn and bending rubber has water leakage. The most probable malfunction due is traced due to component failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction insertion tube was worn and bending rubber has water leakage due to electrical problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the device exhibited insertion tube was worn and bending rubber has water leakage. There was no patient involvement.